Manufacturer narrative:
Upon disassembly, the device was found to have widespread corrosion and debris and the front ball bearing was shattered. The device was discarded by the manufacturer.

Event description:
It was reported that during a tooth extraction the micro drill medium straight attachment overheated and burned the patient on the inside of the bottom lip and also in the corner of the mouth externally. It was reported that each burn was roughly 2 cm in diameter and that burn cream was applied to the each site. The procedure was completed successfully. No delay was reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a tooth extraction the micro drill medium straight attachment overheated and burned the patient on the inside of the bottom lip and also in the corner of the mouth externally. It was reported that each burn was roughly 2 cm in diameter and that burn cream was applied to the each site. The procedure was completed successfully. No delay was reported with this event.